Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Visual inspection revealed only one set of set screw mark noted on the terminal pin that is slightly off center and the lead tip appears intact. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that the patient with this right ventricular (rv) lead was not feeling well and was admitted to the hospital. Boston scientific technical services (ts) reviewed and noted noise on rv lead shortly after implant. Ts then explain this could be connection issue or dislodgement. In addition, rv intrinsic amplitude out of range was also noted. Additional information received indicating that the lead was explanted due to undersensing, noise and pacing not delivered when required. Also, there was no capture noted at maximum output. Further, it was determined through fluoroscopy that the lead tip was seated too deep into the heart wall. No additional adverse patient effects were reported.